Event description:
A non-healthcare professional reported that the vitrectomy handpiece did not cut during the vitrectomy surgery. The procedure was completed after replacing the product with a new one. There was no information reported regarding patient impact. Additional information was requested and received that there was no impact on patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).